Event description:
On (B)(6) 2023, it was reported by a facility representative via sems-06395516 that an ar-12990 knee scorpion tip broke off during use. This was discovered during an unspecified procedure, with no reported patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpacked ar-12990 serial/batch number (B)(6) was received for evaluation. Visual evaluation noted that the moving jaw of the instrument was broken off. Functional testing was performed by inserting a needle ar-12990n batch 10175441 to determine if there was any obstruction on the cannulated shaft of the instrument. No problem was found. The needle passed through the shaft without resistance. The most likely cause for the reported failure can be attributed to overstressing a device damaged naturally and inevitably due to normal wear or aging. Device manufactured date 2016.